Event description:
It was reported to philips that the host pc was unable to boot up, which would prevent the whole system from booting up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A philips field service engineer (fse) examined the system on-site and confirmed the reported complaint. After reviewing log file, fse found the power module was faulty. Upon troubleshooting, it is found the host pc failure was caused by a faulty power module, leading to the os disk not spinning up. To resolve the reported problem, fse repaired the power module, replaced the host pc and return the part for further analysis and the psu motherboard is failed. After repairs were completed, the system was returned to use in good working order. The codes were updated based on the investigation outcome.